Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported the device was defective. Cause was unknown. Device was replaced and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was at end of service (eos). The device was off/disabled and no longer providing therapy. The patient was told to contact their hcp for replacement. The patient said the ins only lasted 3 years and he didn't require that high of settings. No further complications were reported.